Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim gastrointestinal/ pelvic floor it was reported that the device hasn't worked for a couple years. Patient said they get electrocuted when the ins is bumped. Patient said they think there was a short and the device shorted out. The patient said sometimes when they are sitting cross -legged on their bed, they feel the device "pulsating". The patient said they don't get a reading on the programmer. Patient said they are "pooping their pants" and urinating on themselves. The patient said the device worked for a while; the patient said they think it was defective when it was put in. Patient said the current hcp said there not anything else they can do for the patient. Provided hcp listing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.